Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 1200 mcg/ml via an implanted pump and the indication was genetic torsion dystonia. It was reported the patient¿s weight was (B)(6) and height was 62 inches. It was reported the patient was scheduled for right knee surgery on (B)(6) 2019 for an unspecified reason. It was also reported the patient had baclofen withdrawal after her pump moved and the intrathecal catheter became twisted. It was reported it started (B)(6) 2019. The patient was taken to the operating room (or) and underwent repair of catheter with resolution of symptoms. The patient¿s medical history included genetic torsion dystonia. The patient¿s date of admission was (B)(6) 2019 to (B)(6) 2019 and the admitting diagnosis was mechanical complications of intrathecal catheter. No further complications were reported/anticipated or expected.